Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: the needle came out into the pt cavity. The doctor was able to recover the needle. The doctor was also unable to remove the cartridge from the handle.

Manufacturer narrative:
(B)(4).